Event description:
Further information was later received that the lead had been dislodged.

Manufacturer narrative:
The patient was hospitalized and a procedure was scheduled to reposition the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
The lead was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.